Manufacturer narrative:
Evaluation method: a work order search was performed for the lens and a lot number search was performed for the injector. Results: visual inspection of the returned product showed that one lens haptic and some of the lens optic was torn off and missing and there was a tear in the lens optic. The aq cartridge-fp was returned for visual inspection and no visible damage was found. The msi-tm injector was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Both sides of the lens optic and haptic edges were checked for rough and sharp edges and were found to be acceptable. A lens work order search was performed and one similar complaint was found within the search. An injector lot number search was performed and one similar complaint was found within the search. Conclusion: no conclusion can be drawn. Lens tear. Based on the complaint history, lens work order search, injector lot number search and evaluation of the returned product, a specific root cause of the event could not be determined. Conclusion other: capsular tear. The root cause of the capsular tear appears to be surgical manipulation in the eye.

Event description:
The reporter stated that the surgeon inserted a c12015 three piece collamer lens and the trailing haptic tore. The incision was enlarged and the lens was cut into pieces to remove from the eye. It was reported that when surgeon was removing the lens, the haptic caught on the pt's capsular bag causing a anterior capsular tear. A anterior vitrectomy was performed and another lens was inserted. This is the first of two lenses for the same pt. See MFR report 2023826-2006-01700. It was unknown which lens the incision was enlarged with or which lens caused the anterior tear.